Event description:
It was reported that a replacement was done due to an end of service (eos) and battery depletion. Impedance measurements were taken and one combination 8-10 was less than 50 ohms. It was suggested to reprogram, if possible. There was no patient injury and the patient status was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Correction. The information regarding impedance measurements pertains to MFR report # 3004209178-2012-01746. Any additional information regarding impedances will be reported in that report. This report only pertains to device explant due to premature battery depletion.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Lead model 3387s, lot # v556156, implanted: (B)(6) 2011, explanted: unk; lead model 3387s, lot # v556156, implanted: (B)(6) 2011, explanted: unk; extension model 37085, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; extension model 37085, (B)(4) implanted: (B)(6) 2011, explanted: unk; patient programmer model 37642, serial # (B)(4), implanted: na, explanted: na.

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. The battery reached normal end of life. Telemetry and output was okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.